Event description:
A report was received that the pt had a pocket revision due to pocket site discomfort. The pt's implant was buried deeper in the pocket. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.